Manufacturer narrative:
The crej reagent lot number was 674000 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The crep reagent lot number was 674000 with an expiration date of 31-aug-2023. The gluc reagent lot number was 67427101 with an expiration date of 31-jan-2024. The last calibration provided was performed on 24-may-2023 and was acceptable. The field service engineer (fse) found that the sodium hydroxide (naoh) dispense nozzle was intermittently dripping over the cuvettes and the main water pressure was too high. The fse replaced the rinse nozzle vacuum tubing and adjusted the main water pressure to specifications. The customer performed qc and it was acceptable. Precision studies were performed and they were within specifications. The service actions (replacing the rinse nozzle vacuum tubing and adjusting the main water pressure) resolved the issue. H3 other text : na.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with creatinine (crej) assay and 1 patient's sample tested with glucose (gluc) gen. 3 assay on a cobas 8000 cobas c 701 module compared to a different cobas 8000 cobas c 701 module. Sample 1: initial crej result: 11.81 mg/dl rerun crej result: 0.41 mg/dl (from the same sample). Sample 2: initial gluc result: 1252.87 mg/dl rerun gluc result: 82.2 mg/dl (from the same sample). The physician questioned the intial results. The repeat results were deemed to be correct.